Event description:
While patient was in the post care department after waking up she complained that her back hurt. A 6x2 cm area open blister was noted the middle of her lower back. The nurse practitioner and physician were notified. An incident was filed. Risk management was notified.======================manufacturer response for valleylab non-rem polyhesive patientreturn electrode, valleylab (per site reporter).======================covidien surgical team representative was notified.